Event description:
It was reported that the device was used during a laparoscopic gastric bypass. It was reported that the surgeon used (1) 35ol and a 511h that leaked. They were not replaced. There was no consequence to the pt.